Manufacturer narrative:
Evaluation of the canopy found one element missing on both the right side panel and right side window. Additionally, two inches unraveling on the left side panel was also found. If one zipper element is missing in a patient accessible area, it can allow for the zipper to later be opened by separating the zipper at the location of the missing element. The user manual advised caregivers to apply direct pressure along the entire length of the zipper to reveal the breach of an unsecured area. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the pull tab is missing from the zipper on the right side panel. The date the issue was discovered is unknown and no patient incident or injury was reported.